Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, b6, b7, d10, e4, h6 medical device problem code and health impact code. A getinge field service engineer (fse) tested the fiber optics on the iabp but was unable to duplicate the reported issue. All tests passed. The message indicated a potential issue with the sensor in the fiber iab; however, the customer reported that the iab was pulled but not kept. A full system test was completed, and all tests passed to factory specifications. Service completed.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit was unable to calibrate sensor and irregular pressure detected. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, e1(initial reporter, event site email, event site telephone), e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, b6, b7, d10, e4, h6 (medical device problem code and health impact code). A getinge field service engineer (fse) tested the fiber optics on the iabp but was unable to duplicate the reported issue. All tests passed. The message indicated a potential issue with the sensor in the fiber iab; however, the customer reported that the iab was pulled but not kept. A full system test was completed, and all tests passed to factory specifications. Service completed.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an irregular pressure trigger and displayed an ¿unable to calibrate fiber optic sensor¿ message. No indication of actual or potential harm or death was reported. Patient involvement was asked but not indicated.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit was unable to calibrate sensor and irregular pressure detected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.